Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure.